Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the plastic stuck in ECG port of cardiosave iabp (intra-aortic balloon pump). There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, e3, g1 contact person mfg site, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the front end board. The fse performed all functional and applicable testing.